Manufacturer narrative:
Investigation conclusion: the customer reported complaint of the keypad being replaced due to faulty and unresponsive keys was evaluated. Test results identified that the ac indicator light did illuminate after plugging in the power cord. All keys on the keypads were functioning as intended. No faults found. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: external and internal inspection was performed on (qty 1 printec p/n tc10012515). During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. During external inspection, the keypad was in good condition with no issues observed. Root cause analysis: electrical failure ¿ design device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only a keypad was received for investigation

Event description:
It was reported that there were defective pcu (8015) keypads resulting in several faulty unresponsive keys. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in several faulty unresponsive keys. There was no patient harm. The issues were noted prior to patient use.